Manufacturer narrative:
The returned closure tops were evaluated. The threads were found damaged and fractured off in a manner consistent with cross-threading the blocker into the mating screw during attempted assembly. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Reference reports 3003853072-2017-00100 thru 3003853072-2017-00108.

Event description:
It was reported that nine blockers were damaged in surgery. However, device evaluation by the manufacturer found that the damage included deformed and fractured threads. The blockers were removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts associated with this event. This is report eight of nine for this event.